Event description:
Caller reported a malfunction on the pump, which was identified with a malfunction code but was resettable. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared, which the caller understood and acknowledged.